Event description:
It was reported via repair work order that the cot base would not lock into the fastener due to a broken retaining post pin bracket. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.